Event description:
Depuy spine was made aware of a charite pt who reports experiencing anterior migration of the sliding core. This resulted in a revision being performed to remove the device and perform a revision. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device was not returned for evaluation. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.